Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. (B)(4).

Event description:
It was reported that approximately two weeks after implant the pacing system was removed due to a possible infection. Inflammatory response had increased soon after the device implantation, and later, the patient was found to be allergic to metal. Because the pocket was not swollen at all, the physician suspected it was not really metal allergy, and asked the dermatology department to perform a patch test. The result was negative, but the inflammatory response persisted, and therefore, the physician decided to remove the system. No further patient complications have been reported as a result of this event.